Manufacturer narrative:
Correction to lot number: ur17a26079. The sample was received for evaluation. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. Functional testing included clear passage and pressure testing. Functional testing performed was satisfactory. The reported condition was not verified. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that no flow was observed in an extension set. The extension set was able to be primed/flushed after being attached to the non-baxter gravity IV tubing, but would not flow after being attached to the IV site on the patient. When the extension set was removed, the gravity IV tubing was then attached to the IV patient site and fluids were able to flow freely without issue. There was no patient injury or medical intervention associated with this event. No additional information is available.